Event description:
Customer alleges discrepant results with meter compared to lab: date: "last week", inratio: 2.5; (B)(6) 2012, 3.3, lab: 4.5. Results were done within 2 hours of each other. Pt's target therapeutic range is 3.0-3.5. Pt's physician increased her coumadin dose the week before the 3.3 result when the pt's inr resulted 2.5.

Manufacturer narrative:
Investigation pending.